Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open small bowel resection, while transecting the jejunum, the staple line was complete but the distal part of the jejunum, which was about 10mm, was not cut. The surgeon used shears to cut the uncut distal part of the jejunum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open small bowel resection, while transecting the jejunum, the staple line was complete but the distal part of the jejunum, which was about 10mm, was not cut. The surgeon used shears to cut the uncut distal part of the jejunum. There was no patient injury.